Manufacturer narrative:
(B)(4). Medical product: catalog #: 405901, comp rvs shoehorn, lot # zb160201. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the impactor was returned with the gray tip shattered and the shoehorn had a piece of the end broken off. No adverse events have been reported as a result of the malfunction. No additional information according to the per.

Manufacturer narrative:
(B)(4). Visual examination of the returned products identified both products have fractured and all the pieces were returned. The features of the fracture of the impactor surface visually align with the zimmer research memo, in which an overload fracture failure mode was identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.